Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product: 9733560xom; sn: (B)(4), product analysis: model: 9733560xom; analysis: no device failure model: 9733467; analysis: registration . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the site could not register during a procedure. The site tried re-registering the patient multiple times with the tracer and they were unsuccessful. Navigation had to be aborted due to this issue. There was less then an hour delay due to this issue. There was no reported impact on the patient¿s outcome.